Manufacturer narrative:
This case was initially received via regulatory authority (inspective gezondheidszorg en jeugd, reference number: (B)(4) on (B)(6) 2017. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('one coil has been removed') and device breakage ('fragment left in the uterus') in a 36-year-old female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 4 months 7 days after insertion and 1 day after removal of essure. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), complication of device removal ("fragment left in the uterus"), menstrual discomfort ("menstrual complaints"), musculoskeletal discomfort ("back complaints"), fatigue ("fatigue"), cyst ("cysts") and memory impairment ("forgetful"). The patient was treated with surgery (one coil was removed). At the time of the report, the medical device removal, device breakage, complication of device removal, menstrual discomfort, musculoskeletal discomfort, fatigue, cyst and memory impairment outcome was unknown. The reporter provided no causality assessment for complication of device removal, cyst, device breakage, fatigue, memory impairment, menstrual discomfort and musculoskeletal discomfort with essure. The reporter considered medical device removal to be related to essure. The reporter commented: after insertion, several physical complaints developed. In the meantime patient has had follow-up treatment and one coil has been removed and one filshie clip has been placed. Because of the complaints patient is being impeded in her normal daily functioning and patient is suffering from injury. It was not clear whether surgery procedure to remove both fallopian tubes and a piece of the uterus (where the fragment is left behind) actually took place. ¿ further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: case received in cluster from health and youth care inspectorate (igj), who has received this cluster of cases from the national healthcare report centre in 2017, 2018 and first five months of 2019. Essure was placed on 26-11-2007 and removed 02-04-2008. A feather was removed in 2008, because it was in the uterus instead of the fallopian tube. There is also a fragment left in the uterus. Because of fragment, both fallopian tubes and a piece of the uterus will be removed. Events: device breakage, complication of device removal, menstrual complaints, back complaints, fatigue, cysts, forgetful were captured. Removal date was deleted (fragments left in uterus). No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (igj, reference number: (B)(4) on (B)(6) 2017. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('one coil has been removed') and device breakage ('fragment left in the uterus') in a 36-year-old female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 4 months 7 days after insertion and 1 day after removal of essure. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), complication of device removal ("fragment left in the uterus"), menstrual discomfort ("menstrual complaints"), musculoskeletal discomfort ("back complaints"), fatigue ("fatigue"), cyst ("cysts") and memory impairment ("forgetful"). The patient was treated with surgery (one coil was removed). At the time of the report, the medical device removal, device breakage, complication of device removal, menstrual discomfort, musculoskeletal discomfort, fatigue, cyst and memory impairment outcome was unknown. The reporter provided no causality assessment for complication of device removal, cyst, device breakage, fatigue, memory impairment, menstrual discomfort and musculoskeletal discomfort with essure. The reporter considered medical device removal to be related to essure. The reporter commented: after insertion, several physical complaints developed. In the meantime patient has had follow-up treatment and one coil has been removed and one filshie clip has been placed. Because of the complaints patient is being impeded in her normal daily functioning and patient is suffering from injury. It was not clear whether surgery procedure to remove both fallopian tubes and a piece of the uterus (where the fragment is left behind) actually took place. ¿ quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('one coil has been removed') and device breakage ('fragment left in the uterus') in a 36-year-old female patient who had essure (ess205) (batch no. 624273) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 4 months 7 days after insertion and 1 day after removal of essure (ess205). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), complication of device removal ("fragment left in the uterus"), menstrual discomfort ("menstrual complaints"), musculoskeletal discomfort ("back complaints"), fatigue ("fatigue"), cyst ("cysts") and memory impairment ("forgetful"). The patient was treated with surgery (one coil was removed). Essure (ess205) was removed. At the time of the report, the medical device removal, device breakage, complication of device removal, menstrual discomfort, musculoskeletal discomfort, fatigue, cyst and memory impairment outcome was unknown. The reporter considered complication of device removal, cyst, device breakage, fatigue, medical device removal, memory impairment, menstrual discomfort and musculoskeletal discomfort to be related to essure (ess205). The reporter commented: after insertion, several physical complaints developed. In the meantime patient has had follow-up treatment and one coil has been removed and one filshie clip has been placed. Because of the complaints patient is being impeded in her normal daily functioning and patient is suffering from injury. It was not clear whether surgery procedure to remove both fallopian tubes and a piece of the uterus (where the fragment is left behind) actually took place. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 18-nov-2020: case was now reported from lawyer (events considered related to essure). Essure model number and lot number were provided. Essure implantation date was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('one coil has been removed') and device breakage ('fragment left in the uterus') in a 36-year-old female patient who had essure (ess205) (batch no. 624273) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 4 months 7 days after insertion and 1 day after removal of essure (ess205). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), complication of device removal ("fragment left in the uterus"), menstrual discomfort ("menstrual complaints"), musculoskeletal discomfort ("back complaints"), fatigue ("fatigue"), cyst ("cysts") and memory impairment ("forgetful"). The patient was treated with surgery (one coil was removed). Essure (ess205) was removed. At the time of the report, the medical device removal, device breakage, complication of device removal, menstrual discomfort, musculoskeletal discomfort, fatigue, cyst and memory impairment outcome was unknown. The reporter considered complication of device removal, cyst, device breakage, fatigue, medical device removal, memory impairment, menstrual discomfort and musculoskeletal discomfort to be related to essure (ess205). The reporter commented: after insertion, several physical complaints developed. In the meantime patient has had follow-up treatment and one coil has been removed and one filshie clip has been placed. Because of the complaints patient is being impeded in her normal daily functioning and patient is suffering from injury. It was not clear whether surgery procedure to remove both fallopian tubes and a piece of the uterus (where the fragment is left behind) actually took place. Lot number: 624273 manufacturing date: 2007/04 expiration date: 2009/03. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 25-nov-2020: updated quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("one coil has been removed") in a (B)(6)-year-old female patient who had essure inserted for sterilization. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (one coils was removed). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: after insertion, several physical complaints developed. In the meantime patient has had follow-up treatment and one coil has been removed and one filshie clip has been placed. Because of the complaints patient is being impeded in her normal daily functioning and patient is suffering from injury. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: medical device removal - the analysis in the global safety database revealed 752 cases bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 16-oct-2017: correction: event several physical complaints was deleted. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(4) 2017 for the following meddra preferred term: medical device removal - the analysis in the global safety database revealed 752 cases bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment : incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.